Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe barrel was dented/damaged. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the syringe body was dented."

Manufacturer narrative:
H6: investigation summary: ustomer returned (1) 0.3ml 30g 8mm syringe in an open polybag from the lot# 2241103. The customer reported that the syringe body was dented. The returned syringe visually examined and observed dent and scratch on the barrel. A review of the device history record was completed for batch #2241103. All inspections and challenges were performed per the applicable operations qc specifications. Based on the return samples, embecta was able to confirm the customer indicated issue. There were no quality notifications or dispatches that pertained to the complaint; therefore, no root cause can be determined. H3 other text : see h10.

Event description:
It was reported that the bd ultra-fine¿ ii insulin syringe barrel was dented/damaged. The following information was provided by the initial reporter, translated from japanese: "the customer reported that the syringe body was dented."

Manufacturer narrative:
H.3. A device evaluation is anticipated but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.